Manufacturer narrative:
Remote review of customer's instrument images: sample ID: (B)(6) (anti-d) batch 6389 - r746 and 221661; 2 of 2 resulted as negative. Cell 1_neg, cell 2_neg, cell 3_neg; cells 1 and 2 show light red cell adherence, visually positive. Cells 1 & 2 are rh pos. Unexpected reactivity on cells 1 and 2. The patient sample was retested: a synopsis of the testing for sample (B)(4) (anti-d) on batch 12725 is as follows: (B)(6). No unexpected reactivity is noted for this sample. A reagent problem does not appear to be evident for samples (B)(6) as repeat testing using the same reagent lots reacted as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when testing a patient sample using capture-r ready-screen (3) (crrs 3) on the galileo echo. The patient has a history of anti-d. There were no adverse events as a result of the missed antibody.